Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 the patient experienced hallucinations, motor fluctuations, dopamine dysregulation syndrome, severe dyskinesia, and a cortical psychological situation. Outpatient treatment was not successful. The event had required hospitalization or prolongation of existing hospitalization. The event was unrelated/unlikely related to the surgery, system and pre-existing/underlying disease and was possibly/probably/ certain to be related to stimulation and medication. The outcome was resolved with sequelae. Further follow up is being conducted to obtain device information and additional information about the sequelae. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing site ID was updated to (B)(4) per additional information received.